Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. In addition, due to clogging of nozzle, water removal ability does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex video scope labeling on the body control unit is detached. It is unknown when the reported issue was found. The device was returned for evaluation. During the device evaluation, foreign objects inside the nozzle was found. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. There was no delay to the start of pre-cleaning, which was properly implemented. During pre-cleaning the customer flushed the air/water nozzle with water and air. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the air/water nozzle/channel with detergent solution. Based on the results of the investigation, the root cause could not be determined. The foreign material was identified as drug-derived organic silicone and drug-derived silicic acid. Therefore, it is likely the cause of the residue, is that there was an abnormality in the accessories used for reprocessing. The cause of the material remaining in the device could not be conclusively specified as it is unclear if there were any deviations in the instructions for use (IFU) regarding reprocessing and there was no damage to the area where the foreign material was detected. The event can be detected and prevented by handling the device in accordance with the following IFU: chapter 3 "cleaning, disinfection, and sterilization procedures" and chapter 5 "storage and disposal" in the reprocessing manual. Olympus will continue to monitor field performance for this device.

Event description:
The intended diagnostic procedure was completed using a different device. It was further noted that the subject device was inspected before use.